Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) having an error code 240.4150, check IV set error. (B)(6) allowed me to remote in. I recommended to run the analog sensor test, we tried 2 other good known pump modules and is failing the analog sensor test. We tried replacing the regular IV set and started running the patient side occlusion, it looks like it¿s working now after replacing a newer IV set tubing.